Event description:
Device was used during an unknown procedure. It would not cut. There was no consequence to the pt.

Manufacturer narrative:
H6: code 400(other): damaged firing mechanism.d5:h4 information unavailable.based upon the information received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. Cartridge a and b were returned missing staple drivers. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through as spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions.